Manufacturer narrative:
The customer reports that the device may have been set up for patient therapy when the issue was found. There was no patient incident associated with the malfunction. The customer replaced the touchscreen. The device then passed its preventative maintenance and performance verification testing. It was subsequently put back into patient use. No other anomalies were reported.

Event description:
The customer reported that the ventilator could not be calibrated and had a touchscreen issue. The context of when the touchscreen issue was discovered is unknown. However, there was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The customer ordered a replacement touchscreen, the part has arrived; however, installation is still pending. No other anomalies were reported. Further information is pending.